Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe vaginal bleeding, scarring, and mesh extrusion. No further information has been provided.